Manufacturer narrative:
Upon completion of investigation, a f/u report will be submitted.

Event description:
During a routine radiological exam to check the positioning of the 24fr silicone chest tube the doctor noticed that he couldn't see the radio-opaque line of the tube to check its positioning. This chest tube was removed and replaced.